Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that separation occurred during use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, "slbcs is going apart between the white plastic and the pre-attach holder. Customer have seen it in received product before use. And they have experienced it during use. During use is creating a lot of problems due to potential exposure of blood from patient." 5 occurrences were reported.